Manufacturer narrative:
Stryker product assessment center (pac) technician evaluated the customer's device and duplicated the reported issue. Stryker determined the reed switch was the cause of the reported issue. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not power on when the lid was opened. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.